Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated out of her fallopian tube') and embedded device ('the proximal end of each tube has an embedded coil') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and uterine leiomyoma. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia and dyspareunia had not resolved and the embedded device outcome was unknown. The reporter considered device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received. Event added: the proximal end of each tube has an embedded coil. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated out of her fallopian tube") and embedded device ("the proximal end of each tube has an embedded coil") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and uterine leiomyoma. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia and dyspareunia had not resolved and the embedded device outcome was unknown. The reporter considered device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.